Event description:
According to the reporter, on the first three days postoperative to laparoscopic sigmoid colon resection, the patient complained about heavy pain. C-reactive protein (crp) was high and patient was subfebrile. Patient left the hospital seven days later but re-entered nine days later and was diagnosed with a presacral abscess, high crp. Antibiotics were given. The patient left the hospital four days later with ongoing antibiotics. The patient might have re-operation if antibiotics would not work.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days postoperative to laparoscopic sigmoid colon resection, the patient had fever and felt uncomfortable during the night but was better the next morning. On the first three days postoperative, the patient complained about heavy pain. C-reactive protein (crp) was 190 lc was 11.58. Patient left the hospital seven days later but reentered nine days later. The patient reported malaise and was diagnosed with an presacral abscess with a collection of fluid and some gas through CT scan from another facility. High crp was found as well. The abscess was found close to the anastomosis. Antibiotics were given. The patient left the hospital four days later with ongoing antibiotics. After three weeks, another scan was performed and found quite an amount of free gas with connection to the anastomosis. There was no contrast outside the bowel.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.